Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'downstream occlusion test fails' which were verified through a review of the event history log but not reproduced during evaluation. The reported condition was verified. The device passed the downstream occlusion testing. The cause was determined to be an out of specification force sensor. The force sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed downstream occlusion test with below minimum requirements that registered only 2.9 pounds per square inch (psi). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.